Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed under-sensing on the patient's implantable cardiac monitor (icm). Programming changes were recommended. The clinic will continue to monitor the patient and no intervention was reported. The patient was stable.